Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line leak during use cannot be confirmed by the photo. The photo shows the extension line related to the complaint event but does not reveal clear visual evidence of any leaking. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "inserted for 5-days. Leakage is suspected at the luer-hub(brown) end. No visual damage can be seen. When flushing the lumen with saline there was leakage and air leaking when aspirate with syringe." No patient harm was reported. The catheter was replaced.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "inserted for 5-days. Leakage is suspected at the luer-hub(brown) end. No visual damage can be seen. When flushing the lumen with saline there was leakage and air leaking when aspirate with syringe." No patient harm was reported. The catheter was replaced.